Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument's adapter was broken. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the device got stuck. The surgeon tried bending the shaft and taking it off but reload broke and could not be removed from the adapter. Another adapter and reload was used to resolve the issue in order to complete the case. There was no patient injury.